Event description:
It was reported that tandem mobi pump experienced recurring cartridge alarms, including cartridge alarm 35 that did not occur during loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed, and technical support confirmed details, provided storage mode instructions, arranged return of problematic pump within 10 days, and sent replacement pump with updated software, advising customer to reprogram pump settings and reconnect continuous glucose monitor.